Event description:
It was reported that during the procedure, the balloon (subject device) could not be inflated and leakage was observed during use of the subject device in the patient. The physician removed the subject device from the patients body and observed that the balloon failed to be inflated on the table. The physician replaced it with a new device and successfully completed the procedure. No clinical consequences were reported to the patient due to this event

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, the balloon catheter was found to be kinked/bent and dry blood was noted within the balloon and balloon catheter. A dimensional inspection of the balloon length and un-inflated balloon od showed both dimensions were within specification. A functional inspection for 'balloon failed to inflate' confirmed that the balloon could not be inflated but no leakage was noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was analyzed. The as reported (ar) code 'balloon failed to inflate' was confirmed during functional testing. The second ar code 'balloon leaked during use' could not be confirmed as it was not possible to complete this functional test due to dried blood blocking the fluid lumen. The analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. As per additional information provided, no damage was noted to the packaging prior to opening the packaging and the device was prepared as per dfu for this product. Continuous flush was reported to be set up and maintained and the patient¿s anatomy was described as 'moderately tortuous'. However, there was a significant amount of dried blood both inside the catheter inflation lumen and the balloon itself. This suggests that insufficient continuous flow may have been a contributing factor in this complaint device. It was reported that 'when dilating it with pressure pump, the balloon could not be inflated normally. The operator withdrew it out of patient's body to check and found the balloon failed to be inflated even on the table'. The leak was confirmed to have occurred during use inside the patient. There is conflicting answers on whether the device was confirmed to be in good condition during preparation / prior to use on the patient. In the initial series of questions it was stated that the device was confirmed to be in good condition during preparation/prior to use on the patient. It was reported in the follow-up gfe answers that the leak was noted during preparation but the location could not be determined. Per the dfu, 'if difficulty is experienced during balloon inflation, do not continue; remove the device and do not attempt to use it. Select another device'. In this instance, if a leak had been noted during device preparation, the device should not have been used. The device was returned for analysis and it was noted that the catheter shaft was severely kinked. In addition, there was blood present within the balloon lumen and along the catheter shaft inflation lumen. The ar codes 'balloon failed to inflate' and 'balloon leaked during use' as well as the aa codes 'balloon failed to inflate' and 'balloon catheter kinked/bent' will be assigned procedural factors as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the procedure, the balloon (subject device) could not be inflated and leakage was observed during use of the subject device in the patient. The physician removed the subject device from the patients body and observed that the balloon failed to be inflated on the table. The physician replaced it with a new device and successfully completed the procedure. No clinical consequences were reported to the patient due to this event.